Manufacturer narrative:
Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer declined to further troubleshoot with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.